Event description:
Device complication: none. Time of complication: during hospitalization - one day post-procedure. Symptoms: none reported. It was reported that during hospitalization the pt experienced rind - reversible ischemic neurologic deficit. There was no action or treatment taken. Reportedly, the condition was not related to the device and the pt's condition is improved.